Event description:
The complaint is reported as: "during the procedure according to the IFU, md found that the distal lumen hub and line were separate so md took out another new product and finished the procedure". No patient harm reported.

Manufacturer narrative:
Qn# (B)(4). The customer returned one 3-lumen cvc for evaluation. Visual inspection revealed the distal extension line was separated directly adjacent to the luer hub. Remains of the extension line were found inside the luer hub. The points of separation were rough and jagged. The total length of the catheter body measured to be 221 mm which is within specifications of 207mm - 227mm per product drawing. The outer diameter of the distal lumen measured to be 2.18 mm which is within specifications of 2.13mm - 2.21mm per product drawing. The inner diameter of the distal lumen measured to be 1.47mm which is within specifications of 1.42mm-1.50mm per product drawing. This indicates that the wall thickness measured within specifications. The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The medial and proximal lumens were flushed using a water-filled lab inventory syringe. The medial lumen (gray hub) flushed as expected. Biological material exited the medial lumen (blue hub) and proximal lumen. After the biological material was removed, the medial lumen (blue hub) and proximal lumen were flushed again and this time, they flushed as expected. A manual tug test confirmed the proximal and medial extension lines were fully secured within the luer hubs. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The report of an extension line/luer hub separation was confirmed through the complaint investigation. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The root cause of this issue has not yet been determined. Teleflex will continue to monitor and trend complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "during the procedure according to the IFU, md found that the distal lumen hub and line were separate so md took out another new product and finished the procedure". No patient harm reported.